Manufacturer narrative:
Batch # m54n9e. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, when the scrub nurse was handing the reload to the device, she pressed the close trigger and closed the anvil jaw to give the device to the surgeon in the trocar. The surgeon pressed the release button to open the anvil jaw, ready to use in the tissue, but the jaw didn¿t open. They tried again and again to open the jaw but it was still closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.